Event description:
An optometrist reported that approximately three months following bilateral photo refractive keratectomy (prk), the patient presented with trace corneal haze in both eyes. The patient reported in mild blur in his vision. The topical steroid drops were increased. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to obtain additional information have been made. No new information has been received. (B)(4) this report was mailed to FDA on: 06/12/2014. The manufacturer internal reference number is: (B)(4).